Event description:
The user reported the front membrane of the roller pump display was punctured. No further details regarding the event were provided. The user was unaware of when the event occurred. The user reported there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.